Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) IV tubing disconnected from the patient during use. The following information was provided by the initial reporter: "patients call bell was going off, went into room, IV tubing was on floor, mother stated her tubing just fell off from the patient. Tubing disconnected where tubing connected to patient."

Manufacturer narrative:
After further review, it was found that this event was already captured under MFR report # 3003152976-2021-00589. This event has been over-reported and will be cancelled.

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5103056. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) IV tubing disconnected from the patient during use. The following information was provided by the initial reporter: "patients call bell was going off, went into room, IV tubing was on floor, mother stated her tubing just fell off from the patient. Tubing disconnected where tubing connected to patient."